Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient had twiddler's syndrome. Minimal trauma was seen on the insulation via fluoroscopy. The lead was explanted and replaced.